Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not properly holding a charge. He stated, that "it had been charging for 3 days, and then he unplugged it to use it and it would not power on." Additionally, he stated "he then plugged it back in and he was able to power it on, but that it gave him a low battery warning." The programming handheld was returned to manufacturer for product analysis, but that analysis is not yet complete.